Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced increased pain a few days after the initial surgery. It was indicated there may be an issue with the distal segment of the catheter. A dye study was performed on (B)(6) 2013 with the physician. They attempted to aspirate from the catheter access port (cap) and got back blood. The dye study was inconclusive as it was believed they were not in the cap. The patient experienced excruciating pain and the system was explanted. There was not a pump or catheter issue.

Manufacturer narrative:
(B)(4).